Event description:
The customer reported the ventilator backup battery would not function. The device was not in use therefore there was no patient involvement or harm. The manufacturer's field service engineer (fse) confirmed the reported problem. The fse reported the unit displayed a message 'backup battery not connected', indicating to the user that the battery in place for backup power had a low capacity for use. The fse replaced the battery to address the reported problem. Applicable final testing was completed per operating specifications and passed.